Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging and one (1) photograph were provided for evaluation. The sample was evaluated, and a black particle was observed on the tip of the spike. Additionally, the photograph was reviewed and confirmed the presence of the same defect. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. The manufacturer's investigation confirmed the presence of embedded spots; however, they were unable to identify a potential root cause within their process. Therefore, no corrective action will be implemented at this time we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description summary: it was reported that upon taking off the plastic top to spike the IV fluid, a piece of black something was observed on the tip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400726724. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.